Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was discovered dislodged at a post operatory follow up with chest x ray. The lead had been implanted the previous day. The physician repositioned the lead and the patient was discharged the following day. No additional adverse patient effects were reported.